Event description:
A patient in a study underwent a da vinci-assisted pulmonary segmentectomy. During the 30-day follow-up period, the patient was noted to have experienced neuropathic pain. No additional details were provided; there was no reported intervention. The index procedure was completed without complications, and no malfunction of the da vinci system, instruments, or accessories was reported.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure.